Event description:
The team was performing a laparoscopic tubal ligation thus needing a light source. The light cord was rested on the upper part of the patient and during insufflation of the abdomen, the light source burned a hole in the drape. During the rca (root cause analysis), the team voiced concerns about the light source and camera screw connection.